Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was returned for evaluation and the investigation is confirmed for unraveled fibers, device contamination, and packaging problem. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120164 pta dilatation catheter allegedly experienced packaging problem, unraveled material, and foreign material. This information was received from one source. This malfunction did not involve a patient. The patient's age, weight and gender were not provided.